Manufacturer narrative:
A device evaluation was not performed since site did not respond to the multiple requests for evaluation. The device history record confirms that the product passed and met all requirements before releasing. Labeling cautions "do not place the applicator's treatment window directly over the umbilicus. Discomfort and side effects may result." Applicators must maintain full contact with skin on intended treatment area; this is not possible on the umbilicus. Site noted that patient visited a wound doctor however no additional information was provided. Burns are expected side effects from laser treatment, however due to user error this may result in permanent damage. Therefore, we are reporting out of caution.

Event description:
It was reported that a patient experienced a burn on the umbilical area following a non-invasive laser lipolysis treatment using sculpsure.